Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the (B)(6) of peritonitis with no growth in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis with no growth. It was not reported whether the patient received any remedial therapy. The outcome of the peritonitis with no growth was not reported. The action taken with pd therapy was not reported. The reporter did not provide an assessment of causality.